Event description:
Healthcare professional reported that a patient experienced left side capsular contracture, baker grade IV, pain, seroma, the patient¿s concern with the product," and "ruptures.¿ healthcare professional additionally reported ¿brain cancer¿ not related to the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, opening, crease fold and wear abrasion. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a opening sharp in the posterior side assessed as unidentified (tear) opening. The events of capsular contracture and seroma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma, and rupture.